Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a pentaray nav high-density mapping eco catheter and the patient experienced st elevation, heart block, and coronary artery stenosis that required surgical intervention (stent placement). It was reported that after mapping with the pentaray catheter, the physician replaced the pentaray catheter with the ablation catheter and the patient went into complete heart block. The patient was then paced via the external defibrillator. The patient then presented with st elevation. The interventional cardiology team was called in to perform a heart catheterization. The patient was found to have a >95 percent blocked rca (right coronary artery). The artery was ballooned and stented. Afib case was aborted. Patient was stable at the time of the call. No rf (radiofrequency) was performed. The physician's opinion on the cause of the adverse event was patient condition. Physician stated that patient had a >90% stenosis of right coronary artery. The patient fully recovered and did not need extended hospitalization.

Manufacturer narrative:
On 23-jan-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation with a pentaray nav high-density mapping eco catheter and the patient experienced st elevation, heart block, and coronary artery stenosis that required surgical intervention (stent placement). It was reported that after mapping with the pentaray catheter, the physician replaced the pentaray catheter with the ablation catheter and the patient went into complete heart block. The patient was then paced via the external defibrillator. The patient then presented with st elevation. The interventional cardiology team was called in to perform a heart catheterization. The patient was found to have a >95 percent blocked rca (right coronary artery). The artery was ballooned and stented. Afib case was aborted. Patient was stable at the time of the call. No rf (radiofrequency) was performed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. The mapping feature was used, the device was deflected and irrigated and no anomalies were observed, it was found working correctly. A manufacturing record evaluation was performed for the finished device 31419310l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jan-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).